Event description:
Based on a review of the provided medical records: (B)(6) 2006 -- ventral hernia repair with bard composix kugel hernia patch. On (B)(6) 2006 -- pt presented to ER with seroma and serous drainage from surgical site. On (B)(6) 2006 -- pt presented for f/u visit, noted wound site completely healed with no further drainage. On (B)(6) 2011 -- pt underwent exploratory laparoscopy with lysis of adhesions conversion to open laparotomy with repair of small bowel enterotomy, explant mesh and repair with another manufacturer's mesh.

Manufacturer narrative:
Based on a review of the provided med records, the pt had five hernias repaired with a composix kugel mesh on (B)(6) 2006. The pt later present with abdominal pain, and CT scans were consistent with chronic constipation. At some point, a small bowel obstruction resolved without surgical intervention. There is a five-year gap in med records from (B)(6) 2006 until (B)(6) 2011, when the pt underwent an exploratory laparoscopy that was converted to open. During lysis of adhesions, a small bowel enterotomy was made. Also, the mesh was split during adhesiolysis and had to be removed. The previous hernia and a new periumbilical hernia were repaired with another manufacturer's mesh. Currently, it is unk whether the composix kugel mesh may have contributed to the alleged event. The med records provided do not indicate a device failure led to the reported bowel obstruction. Additionally, no sample has been returned for eval and the med records show a five-year gap between the implant and the reported explant. With the info available, no conclusion can be drawn.